Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) has not been returned for analysis, however, the return is anticipated. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Event description:
Medtronic received information that prior to the implant of a transcatheter bioprosthetic valve, a fluoro check of the valve was per formed and it was found that it was properly loaded. The delivery catheter system (dcs) was advanced and needed a slight rotation to pass the aortic arch. At this point no unusual tension was encountered. The anatomy was noted to have calcification, and somewhat angle that made it difficult to angle the device into the annulus. Upon valve deployment, the valve moved towards the ventricle and was re-positioned three times. After the third attempt to deploy the valve, the capsule would not advance to recapture the valve due to a capsule separation. The system was moved into the ascending aorta to relieve the tension and then removed from the patient. A different valve and dcs were used with a guidewire to successfully implant the valve. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the condition of the received delivery catheter system (dcs) and valve suggest excessive forces applied on the system, which can be due to tracking/deploying in difficult anatomy and/or multiple attempts at positioning and recapture of the valve. The angiographic images were also reviewed confirming the valve was loaded properly at the start of the case on fluoroscopy. The images confirm there were multiple attempts for deployment confirming the deep positions with severe pvl seen on the angiograms. The angiograms suggest calcium is present in the aortic root and the annulus. The imaging confirms that the attempts for the valve deployment were too deep but cannot confirm the recaptures on the imaging. The imaging also confirms there is a capsule separation at the distal portion of the delivery catheter. The second valve load was a good load seen on fluoroscopy as per medtronic¿s best practices, and the second valve was deployed and fully released with a good result. Capsule separation typically occurs due to excessive compressive forces applied on the system. The DHR review was performed on the device; there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the device was received with the capsule separated at the proximal end of the capsule. The valve was loaded in the capsule of the delivery catheter system (dcs) and could not be removed. The handle, tip-retrieval mechanism, deployment knob and trigger were intact. The device was returned with the end cap/screw gear snap fit connected. The separation site of the capsule break was jagged and uneven. Several voids were observed over the nitinol reinforcing frame from the distal end to the proximal end of the capsule. If information is provided in the future, a supplemental report will be issued.